Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, preclose placement of the suture was attempted in the right common femoral artery using the prostar xl device with a 6f sheath. Reportedly, there was resistance during insertion of the wire into the prostar xl wire lumen during preparation prior to the tavi procedure . A second prostar xl device was prepped in preclose technique and set aside. The sheath was upsized to 18f and the tavi procedure was completed. The sutures of the second prostar xl device achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the prostar xl device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction - device was not returned. It was initially reported that the device would be returned for evaluation. Subsequent information revealed the device was discarded. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.